Event description:
It was reported that the patient had a resolute integrity rx drug eluting stent implanted and later experienced rash.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.